Event description:
The company received a report the unit did not provide an audio tone. The caller confirmed that the reported failure was identified during preventative maintenance, no pt involvement.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The mfg facility previously initiated a corrective and preventative action associated with mfg confirmed failures isolated to the main pcb. No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.